Event description:
The facility reported a fail code 812:02 during biomed testing. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.